Manufacturer narrative:
(B)(4). Device evaluation: the graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was isolated to component failure within the ethernet communication circuitry which linked the breath delivery (bd) and gui pcbs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was inoperable with a loss of communication errors while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the issue and replaced the graphical unit interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.